Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced dyspnea with desaturation up to 77% and feeling of "heat". The event occurred during treatment with a revaclear 500 dialyzer. The treatment was ended with extracorporeal blood returned to the patient. The patient was treated with one (1) ampoule of polaramine and was transfused with two bags of red blood cells. The patient was transferred to "reanimation". The revaclear 500 dialyzer was subsequently replaced with an evodial 2.2 dialyzer. The patient outcome was not reported. No additional information is available.